Event description:
It was reported that the customer was hospitalized and treated with insulin drip for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 661mg/dl. It was stated that the nurse cannot verify if settings on the insulin pump were correct. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.